Manufacturer narrative:
The concerto coil has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of ruptured spleen artery embolization, this coil felt resistance during delivery and pre-maturely detached. It was reported that non-medtronic catheter was placed, and when introducing the reported coil, friction was noted. However, the coil could be pushed with acceptable force. When trying to reposition, the coil detached prematurely and the customer was not able to retrieve or reposition the implant coil. When trying to push the implant coil with the pushwire, again strong friction occurred. The whole microcatheter with the coil partially in the patient was withdrawn. Everything was removed from the patient and found that the distal segment of the pushwire was damaged. No patient injury was reported

Manufacturer narrative:
The device was returned for evaluation and the clinical observation could not be confirmed. Only concerto implant coil returned without pushwire. As received, the concerto implant coil was found to be stretched with a broken polypropylene filament. The detach element was found to be bent. Follow up conducted to find out missing pushwire will be returned or not; however, no response received. It is possible that the pushwire was lost or discarded following the event. Without returning concerto pushwire, any contributing factors from the concerto pushwire could not be assessed. Cause for the implant coil pre-maturely detach could not be determine. It is possible that the pusher became kinked and damaged, and the implant coil became damaged and stretched during the attempt to deliver the concerto coil to the target location against the reported resistance. A bend or kink near the detachment zone can lead to the coin pulling back from the lumen stop and to the subsequent detachment of the implant coil from the pushwire per the concerto coil instructions for use (IFU): warning: ¿due to the delicate nature of the concerto detachable coil, the tortuous vascular pathways that lead to certain aneurysms and vessels, and the varying morphologies of intracranial aneurysms, a coil may occasionally stretch while being maneuvered. Stretching is a precursor to potential malfunctions such as coil breakage and migration.¿ also, ¿warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil." If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.